Event description:
Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported that they experienced the events of ¿major health issues¿, ¿heaviness in my chest¿, ¿shooting pains from my chest into my stomach region¿, ¿masses around my implants¿, ¿constant pain¿, ¿most traumatic experience¿, ¿the worry that I've had about myself and my health due to the ruptured silicone implants¿ and ¿hormones were not functioning¿. This record represents the right side. The device remains implanted.